Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, under infusion was noticed. It was reported that the infusion res vol was set at 100cc, but the cassette was completed full at removal. It was reported that there was no patient or clinical injury.